Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured. The lead was not capturing and the patient was in bradycardia. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.